Event description:
It was reported that when using the bd pyxis¿ es server communication issues were observed with tmc-specials1, resulting in outdated reports and inaccurate information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis communication issues reported manual recovery, including outdated reports and inaccurate information. A technical support specialist (tss) contacted the customer and performed a manual recovery in accordance with the knowledge article, "manual recovery required datasyncinvaliduploadchangetrackingvalue" on both the station and the server. The tss then contacted the customer to validate recovery and confirmed resolution. The system functioned as intended after technical support specialist troubleshot the device.